Manufacturer narrative:
Device history record could not be reviewed as lot code was not provided by the consumer. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report. Device not returned to manufacturer.

Event description:
The consumer stated the tampon applicator separated upon insertion and remained inside of her. She was able to remove the plastic on her own after 18 hours, with no injury. She stated this happened with two tampons.